Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customers complaint was confirmed. The device's motor blower was replaced to address the issue.